Event description:
The doctor applied the multiplanar clamp in 2001 for angular correction and lengthening. The pt was reportedly climbing stairs in 2001 and the clamp broke in half. The pt did not lose any length obtained during treatment, but did lose some angular correction achieved. The doctor brought the pt into the or that day and changed the clamp, correcting the loss of angular correction acutely during the replacement.